Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the left ventricular lead had possibly caused the device to have high output. It was noted the device was at elective replacement indicator. The device was explanted and replaced. The lead remains in use. No patient complications were reported as a result of this event.